Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2017 and barbed suture was used. It was reported that the suture broke during suturing on fascia. There was no adverse patient consequence reported. Another product was used to complete the procedure. No additional information is available.

Manufacturer narrative:
The actual device was returned for evaluation. In the visual inspection along of the strand, no suture breakage was observed. Additionally, the sample was tested by tensile strength and meets the test requirements. It could not be determined what may have caused the reported incident.